Event description:
It was reported that a hole in device packaging occurred. A 7 / 110 / 2.5 / 8-8 qd k2 htd blazer® ii xp was selected to treat the lesion. During procedure, a hole in the sterile packaging was encountered. The device was never put into the patient and was never used for the case. There were no patient complications reported and the device was never entered to the patient's body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the complaint device has been returned for analysis. The device was returned in its original sealed pouch. The pouch has two holes at 19.35cm and 21cm from the top and 9cm from the left of the pouch. The pouch is damaged at 9cm and 10.5cm from the top and the label has a mark aligned with the holes and damages in the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the hole was near the handle of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the hole was near the handle of the device.